Manufacturer narrative:
Investigation ¿ evaluation: the product was not returned for evaluation and no photographs were provided. Without the complaint device, a physical investigation was not able to be completed. A documentation based investigation was performed. This included a review of quality control data and specifications. The device history record was not able to be reviewed as the lot number of the complaint device was not provided. A review of complaint history could not be reviewed without the lot number of the complaint device. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality; device integrity prior to shipping. A review of production and quality documentation did not identify any specific issues with current manufacturing or quality controls that may have contributed to this incident. The customer discarded the device after use. The customer has initiated several complaints for this device but has not returned any of the devices following use. Based on the provided information a definitive root cause cannot be established. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Event description:
It was reported, during a meeting with the physician at the american urological association (aua) conference that for the last 5 years approximately, the check-flo adapter has leaked approximately 50% of the time the physician is using this accessory. The physician is currently using 5-7 check-flo adapters each day. As reported, the adapters are splashing and shooting and some of these leaks have even resulted in fluid getting in the physician¿s eye. The physician did not report any adverse consequences resulting from this issue.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported, during a meeting with the physician at the american urological association (aua) conference that for the last 5 years approximately, the check-flo adapter has leaked approximately 50% of the time the physician is using this accessory. The physician is currently using 5-7 check-flo adapters each day. As reported, the adapters are splashing and shooting and some of these leaks have even resulted in fluid getting in the physician¿s eye. The physician did not report any adverse consequences resulting from this issue.